Event description:
The customer reported obtaining high ion selective electrode (ise) results for multiple patients involving a beckman coulter au680 clinical chemistry analyzer. The customer indicated that about 15 out of a total of 500 patient results which were run on (B)(6) 2013 had high ise results. The customer noted that the erroneous results were flagged by the instrument and were about twice the normal value of the samples. The customer also reported that the high ise results had always occurred on all three ise analytes: sodium, potassium, and chloride. No erroneous results were released out of the laboratory and there was no affect or change to patient treatment in connection with this event. Multiple requests have been made to obtain patient data but was not provided by the customer. The customer noted that the event had also occurred on (B)(6) 2013. Please see medwatch #9612296-2013-00025 for the similar event which occurred on (B)(6) 2013. Beckman coulter field service engineer (fse) was dispatched and replaced the reference valve. The repair was verified per established procedures and results met published specifications.